Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with electrode belt) has been confirmed. Upon investigation the monitor was unable to detect the electrode belt ECG electrodes or therapy electrodes. The cause for the communication failure was isolated to the u612 inverting charge pump on the computer/analog (c/a) board. The u612 charge pump was not producing any output. The root cause for the defective u612 inverting charge pump could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to communicate with an electrode belt.